Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an 8mm amplatzer septal occluder was selected for implant. During the procedure, under fluoroscopy, a cobra head deformation was observed. The device was recaptured and removed from the patient. A new 9mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.